Event description:
Noted that 30 cc of lipids syringe was empty. Rate on infusion pump checked and was correct. Charge nurse notified, and was determined to order another 30 cc syringe from pharmacy and connect to infusion pump. Infusing at ordered rate of 0.7 cc/hr. Approximately 5 hours later, second syringe of lipids was found to be infused. The physician was notified. Pump and tubing removed and kept for inspection. The tpn and the lipid infusion rate had been crossed. The lipids were running at the faster rate and the baby received too much lipids. Labs drawn and x-rays were taken. Baby on ventilator - settings are 15/4, rate of 60, 40-60 fixed ox. Settings remain unchanged from earlier in the day. Physician notified of lab results. Blood ordered for exchange transfusion. Our IV tubing (#11374 50 ml burette) had been placed on backorder by hospira and we were using a substitute that had instructions posted on how to put it together. There was not any available tubing exactly like the one we usually use. The hospira rep had been into the unit daily to see if the back up system was working and if we needed to change things. We were having difficulty using a 3-piece system because the staff was having problems getting all of the air out of the line. Baby had not experienced any lasting complications at this point and is continued to be monitored.